Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump(iabp) system overheating occurred. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.